Event description:
Customer reported encountering alarm 2 followed by alarm 26 due to an occlusion issue, which caused blood glucose level to reach 350 mg/dl. Customer performed a correction injection using multiple daily injections (mdi). There was no need for third-party assistance. The customer changed to supplies to address the issue and resumed insulin.